Event description:
During preventative maintenance of the device, the field svc rep reported that the rubber boot protector on the motor cable connection end was torn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.